Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No sample was returned for evaluation and no additional, related information was provided, therefore the customer reported event of rising voltage was not confirmed. The root cause could not be identified by the investigation. (B)(4).

Event description:
A nurse reported voltage rising during lasik procedure. Procedure was completed with no patient harm reported.